Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self test, unexpected restart, off no power, occlusion and no delivery tests due to the alarm. The pump had a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked end cap, minor scratches, a cracked display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The insulin pump was stuck in the rewind complete/bolus delivery loop. The drive support cap was protruded. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.